Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a transforaminal lumbar interbody fusion (tlif) spinal surgery procedure, the device broke into two pieces when the surgeon was distracting the cam on the adjustable side as he was locking the connector into place. Both pieces of the device were removed by the surgeon and replaced with another connector without any further problem. This added less than five minutes to surgery time, and had no effect on the pt's construct.